Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported by the patient that the previously working remote monitor was not reading the device. Troubleshooting steps including placing the antenna over the shirt, and moving the antenna in a circular motion, changing positions and changing the batteries were tried but not successful. The patient was referred to the clinic for a replacement and is returning the monitor. The implanted device has been returned with no information regarding the reason for explant. Follow up attempts were made to the clinic and to the patient for information but no response has been received. If any further information is received, the file will be updated accordingly. No patient complications have been reported as a result of this event.